Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the reconstruction of the rectum on an open retossigmoidectomy, the posterior part of the circular anastomosis had incomplete staple line and the clamps implanted in the tissue did not close. The anvil was reported to be bent as well. The surgeon needed to perform manual anastomosis with suture and colostomy. This resulted to extended surgical time of more than 30 minutes and extend patient hospitalization for approximately 10 days. The patient would need to stay with colostomy for approximately 2 months.